Event description:
Reporter indicated that pt underwent generator explant due to infection. It was reported that the tissue around the generator was infected and that the generator had extruded through the chest wall. Lead was left in place. The pt is schedueld for generator reimplant. Review of manufacturing records for both the pulse generaotr and the bipolar lead confirmed sterilization of devices.